Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party and returned to the hospital. Based on the result, we concluded, that it was caused, due to the wrong operation of the accessories, such as biopsy forceps. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The operation channel leaked and the angle steel wire became long. The time of event is unknown. There was no report of patient harm.